Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred when the machine was turned on. There was no report of anything unusual that would cause or contribute to the alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported problem of an unknown alarm was not identified in the event history log review. Visual inspection and functional tests were performed. The reported problem was not verified during sample evaluation. The screen was found faulty during investigation and was replaced to solve the issue. Afterwards, full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.